Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of 5fu (fluorouracil). No specific programming parameters were provided. On (B)(6) 2012, at an unspecified time, the delivery was started. After an unspecified length of time the homecare pt reported the device alarmed "infusion complete." At this time, it was reported that the device indicated 230ml had been delivered; however, the container remained full. There were no reports of adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. The device was removed from clinical service. Therapy was rescheduled for an unspecified later date. During testing at the user facility, the device passed testing. Though requested, no add'l programming info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The device passed testing at the user facility. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.